Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other ¿ the suspect device was not returned for further evaluation. Therefore, root cause was not determined. However, the customer placed an order for a replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator was having a transducer fault during operational verification procedure (ovp). There was no patient associated with the reported event.